Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensors. The reservoir was sticking when she tried to take insulin out. The customer received no delivery alarms. Her blood glucose level was around 300 mg/dl. She corrected her blood glucose level with a manual injection. The product was not returned. Nothing further to report.